Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a low transmitter battery which led to a transmitter failed error. The reported event of a sensor that stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.